Event description:
Procedure type: cardiac surgery. According to the reporter: during the set up of electrode the needle torn apart from the suture. There was also a problem with delamination of electrode just next to the needle, which caused the cardiac rupture (the surgeon needed to use add'l sutures). The rupture was fixed with sutures. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).